Manufacturer narrative:
Complaint sample and revision operative notes were evaluated, and the reported event was confirmed. Tibial insert was returned for evaluation and visual evaluation of the returned part verified signs of wear (nicks and gouges) on one side of the dovetail and on the superior side of the articular surface. Additionally, a part of the material was missing along the lateral side of the articular surface. Tibial component was not returned, as it remains implanted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per package insert persona-the personalized knee system, pain, wear, instability and loosening are known adverse effects of the tka procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00640 and 0001822565-2018-00664.

Event description:
It was reported that the patient underwent a left knee tibial bearing revision due to pain. During the revision, knee was mentioned as unstable, and polyethylene wear was noted and bearing pieces were removed. A new, thicker bearing was implanted, and knee was stabilized. The patient underwent a subchondroplasty due to lucency of the tibial component. No further information has been provided.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Concomitant medical products: - unknown persona femur. Unknown persona tibial tray. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee tibial bearing revision due to pain. During the revision, polyethylene wear was noted and bearing pieces were removed. A new bearing was implanted, and the patient underwent a subchondroplasty to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.